Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: during investigation, the battery compartment was cracked from the threads to the left of the grip pad, and from below the grip pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the distributor contacted animas, alleging a cracked battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.